Manufacturer narrative:
Device is quarantined and currently in distributor's facility in (B)(4). Device has not been sent to cardiac science corp for eval yet.

Event description:
Customer states the AED was used in a rescue and it would not work because it showed an error "pads not recognized". The pt didn't survive. AED was later sent without pads to the customer's maintenance coord who installed new pads, opened the lid, and the device worked.